Event description:
As reported by edwards affiliates in canada, during a transcatheter aortic valve replacement procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, difficulties were encountered while crossing the aortic valve with the delivery system due to patient-specific conditions. The valve was ultimately implanted successfully; however, post-procedure angiography revealed an ascending aortic dissection. The patient underwent surgical repair of the aorta and was noted to be stable following the intervention. According to medical opinion, the ascending aorta was dilated, and the patient presented with a sievers type 0 bicuspid native valve and significant aortic valve calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, bicuspid valve) likely contributed to the event as reported information indicated that patient presented calcification at the native annulus and type 0 bicuspid aortic valve. Patient factors such as a severely calcified bicuspid valve may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.